Event description:
The customer stated there was a speaker malfunction at boot up on the mx40. It will be considered that the device was not in clinical use when the issue was found. There was no report of patient injury or harm.